Event description:
It was reported that the patient's atrial lead exhibited noise, impedance problem, and lead abrasion. No interventions were performed. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155844